Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain, dyspareunia, a return of her pelvic organ prolapse, bleeding, infections, a foul odor coming from her vaginal area, and mesh erosion. The physician's office was contacted; according to the nurse, the patient complained of small pain the last time she saw the physician, which was in 2008. She has not been back since. No further information is available.